Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ other injuries orcomplication- please describe fractured implant"), device dislocation ("essure was not placed correctly, the right essure coil is in her right ovary/ migration of the device-endometrium") and device expulsion ("essure was not placed correctly, the left essure coil in in the uterus") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control (bill control pill) from 2000 to 2007. Concurrent conditions included overweight, breast tenderness, metrorrhagia, amenorrhea and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), medroxyprogesterone (depo provera), oral contraceptive nos and valaciclovir hydrochloride (valtrex). In 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,"). In 2010, the patient experienced nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastro"), alopecia ("hair loss"), migraine ("migraines / headaches") and headache ("migraines/ headaches"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 8 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal") and abdominal pain ("belly buttton pain"). The patient was treated with surgery (underwent a removal of the implant through a hysterectomy), surgery (underwent a removal of the implant through a hysterectomy) and surgery (underwent a removal of the implant through a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and urinary tract infection outcome was unknown, the device dislocation and device expulsion had not resolved and the nausea, dyspareunia, pelvic pain, fatigue, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, back pain, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal is scheduled for (B)(6) 2017. Discrepancy noted in essure insertion date 2007 & (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded; on an unknown date: everything was fine on (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in in the uterus. (B)(6) 2009: us pelvic transvagin sonography: right essure implant appears normal. Left ensure implant may extend into the endometrium. (B)(6) 2017: impression: enlarged, fatty liver. Bilateral renal nonobstructing stones. Right renal echogenic nodule was not previously seen, possibly an angiomyolipoma. (B)(6) 2017:CT abdomen pelvis:indication: mid abdominal pain; intermittent diarrhea and constipation. Impression: redemonstration of essure birth control devices: essure device on the right is in expected location in the right fallopian tube. However, essure device fragments on the left are partially in the left uterine cornua and uterine fundus/body. Prominent mildly thickened and mildly patulous cervix and vagina, probably representing normal variation. Few bilateral renal non obstructing calculi as described above. Minimal colonic diverticulosis without acute diverticulitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet , new reporter and event infection (bladder/urinary tract/vaginal) type: uti, patient relevant information were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ other injuries or complication- please describe fractured implant"), device dislocation ("essure was not placed correctly, the right essure coil is in her right ovary/ migration of the device-endometrium") and device expulsion ("essure was not placed correctly, the left essure coil in the uterus") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control (bill control pill) from 2000 to 2007. Concurrent conditions included overweight, breast tenderness, metrorrhagia, amenorrhea and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), ethinylestradiol; etonogestrel (nuvaring) from 2000 to 2007, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), norethisterone (mini-pill) from (B)(6) 2008 to (B)(6) 2008, oral contraceptive nos, paracetamol (acetaminophen) since 2008 and valaciclovir hydrochloride (valtrex). In 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines/ headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastro") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdominal") and abdominal pain ("belly button pain"). The patient was treated with surgery (underwent a removal of the implant through a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, urinary tract infection, depression, anxiety and uterine leiomyoma outcome was unknown, the device dislocation and device expulsion had not resolved and the nausea, dyspareunia, pelvic pain, fatigue, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, back pain, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal is scheduled for (B)(6) 2017. Discrepancy noted in essure insertion date 2007 & (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: everything was fine; on (B)(6) 2008: results: essure device was successfully occluded. On (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in the uterus. (B)(6) 2009:us pelvic transvaginal sonography: right essure implant appears normal. Left ensure implant may extend into the endometrium. (B)(6) 2017:impression: 1. Enlarged, fatty liver. 2. Bilateral renal nonobstructing stones. 3. Right renal echogenic nodule was not previously seen, possibly an angiomyolipoma. (B)(6) 2017:CT abdomen pelvis:indication: mid abdominal pain; intermittent diarrhea and constipation. Impression: 1. Redemonstration of essure birth control devices: essure device on the right is in expected location in the right fallopian tube. However, essure device fragments on the left are partially in the left uterine cornua and uterine fundus/body. 2. Prominent mildly thickened and mildly patulous cervix and vagina, probably representing normal variation. 3. Few bilateral renal non obstructing calculi as described above. 4. Minimal colonic diverticulosis without acute diverticulitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events: depression , anxiety, uterine fibroids were added. Concomitant drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device/ other injuries orcomplication- please describe fractured implant"), device dislocation ("essure was not placed correctly, the right essure coil is in her right ovary/ migration of the device") and device expulsion ("essure was not placed correctly, the left essure coil in in the uterus") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, breast tenderness, metrorrhagia, amenorrhea and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), medroxyprogesterone (depo provera), oral contraceptive nos and valaciclovir hydrochloride (valtrex). In 2007, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastro"), alopecia ("hair loss"), migraine ("migraines / headaches") and headache ("migraines/ headaches"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, 8 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal") and abdominal pain ("belly buttton pain"). The patient was treated with surgery (underwent a removal of the implant through a hysterectomy), surgery (underwent a removal of the implant through a hysterectomy) and surgery (underwent a removal of the implant through a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown, the device dislocation and device expulsion had not resolved and the nausea, dyspareunia, pelvic pain, fatigue, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, back pain, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal is scheduled for (B)(6) 2017. Discrepancy noted in essure insertion date 2007 & (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded; on an unknown date: everything was fine on (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in in the uterus (B)(6) 2009:us pelvic transvagin sonography: right essure implant appears normal. Left ensure implant may extend into the endometrium. (B)(6)2017:impression: enlarged, fatty liver. Bilateral renal nonobstructing stones. Right renal echogenic nodule was not previously seen, possibly an angiomyolipoma. (B)(6)-2017:CT abdomen pelvis:indication: mid abdominal pain; intermittent diarrhea and constipation. Impression: redemonstration of essure birth control devices: essure device on the right is in expected location in the right fallopian tube. However, essure device fragments on the left are partially in the left uterine cornua and uterine fundus/body. Prominent mildly thickened and mildly patulous cervix and vagina, probably representing normal variation. Few bilateral renal non obstructing calculi as described above. Minimal colonic diverticulosis without acute diverticulitis.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet received. Events abdominal pain, abdominal pain lower, alopecia, back pain,dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased are added. Lab data updated. Concomitant , historical conditions drug added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the device/ other injuries orcomplication- please describe fractured implant'), device dislocation ('essure was not placed correctly, the right essure coil is in her right ovary/ migration of the device-endometrium') and device expulsion ('essure was not placed correctly, the left essure coil in in the uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control (bill control pill) from 2000 to 2007. Concurrent conditions included overweight, breast tenderness, metrorrhagia, amenorrhea and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;etonogestrel (nuvaring) from 2000 to 2007, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), norethisterone (mini-pill) from (B)(6) 2008 to (B)(6) 2008, oral contraceptive nos, paracetamol (acetaminophen) since 2008 and valaciclovir hydrochloride (valtrex). In 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines/ headaches"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastro"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("lower abdominal"), abdominal pain ("belly buttton pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent hysterectomy (full)/ bilateral salpingectomy and underwent a removal of the implant through a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, anxiety and uterine leiomyoma outcome was unknown, the device dislocation and device expulsion had not resolved and the nausea, dyspareunia, pelvic pain, fatigue, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, back pain, abdominal pain lower, abdominal pain, urinary tract infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal is scheduled for (B)(6) 2017. Discrepancy noted in essure insertion date 2007 & (B)(6) 2008 plaintiff revived treatment for pain, bleeding, breakage, expulsion, migration, bladder urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: everything was fine; on (B)(6) 2008: results: essure device was successfully occluded. On (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in in the uterus (B)(6) 2009:us pelvic transvagin sonography: right essure implant appears normal. Left ensure implant may extend into the endometrium. (B)(6) 2017:impression: enlarged, fatty liver. Bilateral renal nonobstructing stones. Right renal echogenic nodule was not previously seen, possibly an angiomyolipoma. (B)(6) 2017:CT abdomen pelvis:indication: mid abdominal pain; intermittent diarrhea and constipation. Impression: redemonstration of essure birth control devices: essure device on the right is in expected location in the right fallopian tube. However, essure device fragments on the left are partially in the left uterine cornua and uterine fundus/body. Prominent mildly thickened and mildly patulous cervix and vagina, probably representing normal variation. Few bilateral renal non obstructing calculi as described above. Minimal colonic diverticulosis without acute diverticulitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : event bladder problems, urinary problems, vaginal discharge added. Event outcome, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the device/ other injuries or complication- please describe fractured implant'), device dislocation ('essure was not placed correctly, the right essure coil is in her right ovary/ migration of the device-endometrium') and device expulsion ('essure was not placed correctly, the left essure coil in in the uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control (bill control pill) from 2000 to 2007. Concurrent conditions included overweight, breast tenderness, metrorrhagia, amenorrhea and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;etonogestrel (nuvaring) from 2000 to 2007, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norgestimate (ortho tri-cyclen), medroxyprogesterone acetate (depo provera), norethisterone (mini-pill) from april 2008 to august 2008, oral contraceptive nos, paracetamol (acetaminophen) since 2008 and valaciclovir hydrochloride (valtrex). In 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines/ headaches"). In january 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6)2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastro"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("lower abdominal"), abdominal pain ("belly button pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent hysterectomy (full)/ bilateral salpingectomy and underwent a removal of the implant through a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, depression, anxiety and uterine leiomyoma outcome was unknown, the device dislocation and device expulsion had not resolved and the nausea, dyspareunia, pelvic pain, fatigue, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, back pain, abdominal pain lower, abdominal pain, urinary tract infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal is scheduled for (B)(6) 2017. Discrepancy noted in essure insertion date 2007 & (B)(6) 2008 plaintiff revived treatment for pain, bleeding, breakage, expulsion, migration, bladder urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: everything was fine; on (B)(6) 2008: results: essure device was successfully occluded. On (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in in the uterus (B)(6) 2009:us pelvic transvasin sonography: right essure implant appears normal. Left ensure implant may extend into the endometrium. (B)(6) 2017:impression: 1. Enlarged, fatty liver. 2. Bilateral renal nonobstructing stones. 3. Right renal echogenic nodule was not previously seen, possibly an angiomyolipoma. (B)(6) 2017:CT abdomen pelvis:indication: mid abdominal pain; intermittent diarrhea and constipation. Impression: 1 redemonstration of essure birth control devices: essure device on the right is in expected location in the right fallopian tube. However, essure device fragments on the left are partially in the left uterine cornua and uterine fundus/body. 2. Prominent mildly thickened and mildly patulous cervix and vagina, probably representing normal variation. 3. Few bilateral renal non obstructing calculi as described above. 4. Minimal colonic diverticulosis without acute diverticulitis.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device"), device dislocation ("essure was not placed correctly, the right essure coil is in her right ovary/ migration of the device") and device expulsion ("essure was not placed correctly, the left essure coil in in the uterus") in a (B)(6) year-old female patient who had essure inserted for female sterilization. In 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a removal of the implant through a hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown and the device dislocation and device expulsion had not resolved. The reporter considered device breakage, device dislocation and device expulsion to be related to essure. The reporter commented: essure removal is scheduled for (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded; on an unknown date: everything was fine on (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in the uterus. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/usummons received-event fracture of the device was added and event migration of the device clubbed with earlier event. Case classification updated to (potential) legal case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure was not placed correctly, the right essure coil is in her right ovary") and device expulsion ("essure was not placed correctly, the left essure coil in the uterus") in a (B)(6)-year-old female patient who had essure inserted for sterilization. In 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal is scheduled for (B)(6) 2017) and surgery (essure removal is scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation and device expulsion had not resolved. The reporter provided no causality assessment for device dislocation and device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: everything was fine on (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in the uterus. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure was not placed correctly, the right essure coil is in her right ovary ") and device expulsion ("essure was not placed correctly, the left essure coil in the uterus") in a (B)(6) female patient who had essure inserted for sterilization. In 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal is scheduled for (B)(6) 2017) and surgery (essure removal is scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation and device expulsion had not resolved. The reporter provided no causality assessment for device dislocation and device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: everything was fine . On (B)(6) 2017: computerised tomogram: essure not placed correctly: the right essure coil is in right ovary and the left essure coil in the uterus . Most recent follow-up information incorporated above includes: on 19-apr-2017: consumer answered to follow up request on phone and stated "essure removal is scheduled for (B)(6) 2017. The right essure coil is in her right ovary and the left essure coil in the uterus. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that essure was not placed correctly. Upon receipt of follow-up information, it was reported that the right essure coil is in her right ovary (considered as device dislocation into abdominal cavity) and the left essure coil in the uterus (considered as partial expulsion of device). Essure removal is scheduled. Both events are regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion or dislocation. In this case, the event was diagnosed about 7 years after essure insertion, however the exact date and mechanism of device dislocation are not known. Based on its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident because device removal will be required. Further information and product technical analysis are being sought.